Event description:
It was reported that a patient underwent a vaginal delivery on an unknown date and suture was used to sew the vaginal mucosa layer during surgery. A few days later, the patient felt uncomfortable and went to the hospital for reexamination. Pus was found in the wound; the suture can be seen and was not absorbed. The patient had poor wound healing. Then the 75% alcohol was used for disinfection. The patient's current status is good. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date of index surgical procedure? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? How was the suture originally tied (multiple knots, square knot, etc.)? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Did the patient experience an infection? Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Please provide the onset date/time of infection from the initial surgical procedure. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. How much and what type of drainage is present in this wound? Please describe any medical/surgical intervention required for this suture event including dates and results. If applicable, will product be returned? If so, please provide the return date and tracking information. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch ar4219; batch ar6120. Device history lot: a manufacturing record evaluation was performed for the finished device lot number ar4219/vr917, and no non conformances /manufacturing irregularities were identified. Manufactured date: 17.11.2021; expired date: 31.10.2026. Device history lot: a manufacturing record evaluation was performed for the finished device lot number ar6120/vr917, and no non conformances / manufacturing irregularities were identified. Manufactured date: 13.01.2022; expired date: 31.12.2026.